Manufacturer narrative:
Examination of the screw tip shows a cutting edge relief of more than 2mm. This may create a material condition with reduced torsional load bearing capacity and lead to breaking of the tip of the screw. As the screw tip breaking is also depending on other factors such as - whether or not pre-drilling was done prior to screw insertion, the impact loading screw tip while insertion, the true cause of this break cannot be ascertained. Corrective action: clarified tip geometry in the drawing.

Event description:
Information provided states that during initial surgery, the doctor placed a 32mm screw in the patient. The doctor tried to reposition the screw and upon removal, the tip of the screw broke and remains in patient bone.